Event description:
Catheter balloon ruptured within a few hours of placement. When pt voided, what appeared to be a piece of latex from the burst balloon passed from the pt. There was no injury to the pt and no further complications reported. The catheter was not replaced.